Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, the most likely cause of the corrosion on the nozzle was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope had corrosion on the air/water nozzle. There was no patient involvement.